Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined but perhaps it was related to the weather. The patient confirmed that the buzzing near the battery had been resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Date of the event was estimated. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having pain near where the patient¿s leads are in her back and near the ins. Patient recently moved and does not have a healthcare professional (hcp) and did not know who her manufacturing representative was. No falls or traumas were reported. Patient mentioned she recently moved and had been bending up and down. Hcp listings in the patient¿s area were sent to the patient and was told to follow up with a doctor to diagnose the pain and get her device checked. Additional information was received. It was reported that the patient always felt like she was getting buzzed near the location of the battery. The patient stated that she turned the device off. There were no further symptoms or complications reported or anticipated.